Event description:
Rptr states they have had no problems with their implants in approx 30 yrs, until the last six months, when they began experiencing pain and itching at both incision lines. The rptr feels that if they have failed, it could only be due to age as they have been well cared for and the pt has suffered no trauma. The rptr would like to have the co pay to evaluate the symptoms.